Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause was unknown. Two days later, the patient was treated with vancomycin injection (1g, every 3rd day, ongoing) and amikacin injection (250mg, everyday, ongoing) for peritonitis. It was not reported if the patient was hospitalized. At the time of this report, the patient was recovering from the event. Capd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient passed away at home. The cause of death was reported as peritonitis. It was reported an autopsy was not performed. Antibiotic and pd therapy were ongoing prior to death and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.